Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus bl 22gax1.00in qsyte-capy nonpvc needle went through the catheter. This was discovered during use. During the puncture with pegasus, the nurse in the department of gynecology found that the puncture point ooked blood after the blood was returned. After the needle was pulled out, the needle was found to have punctured the catheter tube. As for the specific status in the picture, the nurse was skilled in operation and did not puncture the needle repeatedly. The head nurse feedback that this situation has happened before, please help to follow up the reason.

Event description:
It was reported that pegasus bl 22gax1.00in qsyte-capy nonpvc needle went through the catheter. This was discovered during use. The following information was provided by the initial reporter: during the puncture with pegasus, the nurse in the department of gynecology found that the puncture point ooked blood after the blood was returned. After the needle was pulled out, the needle was found to have punctured the catheter tube. As for the specific status in the picture, the nurse was skilled in operation and did not puncture the needle repeatedly. The head nurse feedback that this situation has happened before, please help to follow up the reason.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9197375. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected device is required for functional testing. In lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.